Event description:
Hosp has placed 16 schon. 5 have been replace due to poor flow, 3 have been replaced due to infections. 3 more pt's were treated for sepsis but schons are still intact. They are finding infections are at the access site. During removal of catheters the dr. Has experienced excessive bleeding. 3 pts required transfusions.